Event description:
I had a slap repair on (B)(6) 2022. At 6-week post-op visit, I had continued pain and grinding sensation in shoulder joint upon starting physical therapy. A shoulder x-ray demonstrated a metal object in my shoulder joint, that was not present prior to the surgery. A CT scan then was obtained, and determined that the metal object was protruding into the joint capsule and lodged into the head of the humerus. I was instructed to stop physical therapy as the object had to be surgically removed and to prevent further harm and damage to shoulder joint. A second surgery was performed on (B)(6) 2023 to remove the metal object from my shoulder joint and I was told that the metal object in question is likely the tip of the arthrex suture inserter that broke off inside of me and that the metal was sent to the manufacturer for investigation. A post-op x-ray on (B)(6) 2023 demonstrated no further foreign body in my shoulder. Partially in bone and partially protruding into shoulder joint capsule.